Event description:
Our sales rep, visited the hospital and received 4 targeting sleeves and a knob with the hint that distal miss drillings would have occurred although the target device had already been exchanged in (B)(6) 2010 and was not handed in.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.